Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left "pain", "deformity, increase of consistency, capsular contracture grade IV", "volume increased", "seroma-late" and "intracapsular rupture". The device remains implanted.